Manufacturer narrative:
Evaluation revealed both drills, ao t2 femur ø 4,2x340 mm to be the subject products. No further associated products were reported. Review of the inspection and manufacturing records revealed no discrepancies. The items returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the drills had been in use for a longer time, we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended. The cutting edges of both drills received were in a very bad condition. They were significantly damaged and worn. The drills were not sharp anymore. The use of blunt drills requires unintended high forces to achieve a drilling progress at all. In addition, the risk of necrosis due to excessive heat development increases. Both drilling spirals were completely sheared off at the level of approx. 40 mm from the tip. The appearance of the breakage surfaces, the course of the breakage line as well as the absence of plastic deformation suggested that the drills broke in a sudden manner; it is not unlikely that drilling under misalignment and bending forces in combination with high force application due to the bad cutting performance had led to the final breakage of the drills. It cannot be further excluded that the drills returned had been pre-damaged during former surgeries, but the damage should then have been detected during inspection prior to surgery and another device would have been used. In case of intended use such damage would not have occurred. Based on the above facts it can be ascertained that the root cause was not related to a deficiency of the devices, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported by the nurse at the ER of the hospital, that "two drills fractured successively during a t2 nail implantation." Further to a phone call with the account, it was confirmed that all fragments were removed from the patient. The event occured on a (B)(6) patient who went to the ER of the hospital, further to a femur fracture. There was a delay, but not greater than 30 minutes. No adverse consequences were reported by the account.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be return.

Event description:
It was reported by the nurse at the ER of the hospital, that "two drills fractured successively during a t2 nail implantation." Further to a phone call with the account, it was confirmed that all fragments were removed from the patient. The event occured on a (B)(6) patient who went to the ER of the hospital, further to a femur fracture. There was a delay, but not greater than 30 minutes. No adverse consequences were reported by the account.